Event description:
Journal reference: capelle et al. "Post-traumatic peripherally-induced dystonia and multifocal deep brain stimulation: case report" neurosurgery/2006/59/3/e702. The article describes a case report involving a 34 year old female pt who presented with an 8 year history of painful tonic dystonia in her left leg following an injury to her third metatarsal bone. She had been unsuccessfully treated with right-sided pallidal deep brain stimulation (dbs) by an electrode misplaced in the globus pallidus externus (placed at another hospital). The misplaced electrode was disconnected and a new system was implanted. The new system involved the placement of model 3387 electrodes in the gpi and vip along with two soletra model 7426 generators. The new system failed to control the pts symptoms. Following a fall, the pt experienced electrical sensations in her left face and arm upon stimulation. Resolution involved the removal of all system components.

Manufacturer narrative:
Journal reference: capelle et al. "Post-traumatic peripherally-induced dystonia and multifocal deep brain stimulation: case report" neurosurgery/2006/59/3/e702.